Event description:
The customer was sprayed in the face with wash buffer after replacing the r1 needle on the alinity I processing module. After the r1 needle was replaced, the customer was close to the instrument observing a calibration run and wash buffer from the r1 hose sprayed her in the face. The customer was wearing glasses at the time. However, the customer continued to observe the instrument and was sprayed in the face again, this time she didn¿t have glasses on. The customer disinfected herself (washed her face) and had no intervention or treatment beyond first aid. No impact to patient management was reported. No additional impact to the user was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer was sprayed in the face with wash buffer after replacing the r1 needle on the alinity I processing module. After the r1 needle was replaced, the customer was close to the instrument observing a calibration run and wash buffer from the r1 hose sprayed her in the face. The customer was wearing glasses at the time. However, the customer continued to observe the instrument and was sprayed in the face again, this time she didn¿t have glasses on. The customer disinfected herself (washed her face) and had no intervention or treatment beyond first aid. No impact to patient management was reported. No additional impact to the user was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the r1-r2 pipettor probe to pm sensor due to damage/leaking and the r1 pipettor was calibrated successfully. There have been no subsequent contacts from the customer regarding splashing occurrence since the reported incident. Return testing was not completed as returns were not available. The instrument service history review for ai01419 revealed no contributing factors on or around the date of the complaint. A review of tracking and trending for the alinity I processing module did not identify any trends. A review of tracking and trending for the r1-r2 pipettor probe to pm sensor did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I am processing module for serial ai01419 or the r1-r2 pipettor probe to pm sensor were identified.